Event description:
Customer reported that the insulin pump alarmed for a button error and that the buttons became unresponsive. The blood glucose reading was 210 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump had been in the pocket of shorts that had been in the pool and were still wet. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Bleeding on lcd glass noted. No moisture damage noted on electronic assembly and motor assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.